Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant, when the device was interrogated, the device had a grey battery bar. The device was not implanted. No patient involvement.